Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose. Customer's blood glucose was 515 mg/dl. She treated with a manual injection and changed sites. It took five hours for her blood glucose to come down. Customer bolused for dinner and ate and three hours later her blood glucose is 349 mg/dl. Customer experienced vomiting and feeling ill. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not occluded. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.